Event description:
It was reported that the patient was experiencing inadequate stimulation, however, patient could not tolerate the stimulation if it was turned up high. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be returned.